Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of the pulse generator yielded a diagnostics anomaly. No patient symptoms were reported. Device reprogramming was performed and the patient would be monitored.